Event description:
Healthcare professional reported "hard to remove the inner package from the outer package. They eventually got them out but said it was abnormally hard to separate the inner sterile portion from the exterior portion". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.